Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv-lv conduction delay test was not possible to perform. Upon interrogation, the right atrial lead was dislodged. The patient was tired physically and has some difficulties to perform 6 minutes¿ walk test. No intervention was performed.